Manufacturer narrative:
The exact cause of the event could not be determined because limited information was provided. The returned device, device information, and medical records are needed to further investigate the event.

Event description:
It was reported that: plaintiff alleges that she sustained injuries while lifting instrument trays during a hip fracture surgery.

Event description:
It was reported that: plaintiff alleges that she sustained injuries while lifting instrument trays during a hip fracture surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as uht bipolar and unipolar instrument system the information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.